Event description:
It was reported that during a catheter access port (cap) study, they cleared the catheter, pulled back 1-2cc and then injected contrast solution. Per the reporter, they could see the contrast solution in the syringe, but could not see it along the catheter path. The reporter reiterated that the solution was leaving the syringe and they can see the catheter, but not the solution. The patient had never had therapeutic effect, thus a dye study was being done because, the pump had "never really worked that well" in providing pain relief for the patient. Per the reporter, there was no indication of a problem with the pump, as there were no alarms or volume discrepancy¿s. The pump device was used to deliver dilaudid. It was later reported that a computed tomography (CT) scan subsequently showed a possible catheter disconnect. The patient was debating whether to get the issue fixed or have the pump removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the patient was a ¿poor candidate¿ for the intrathecal pump. The patient was last seen by the reporter on (B)(6) 2013. The device system was used to deliver morphine 0.599mg/day at 10mg/ml. It was later reported that the patient would have a catheter revision in the future.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed sc connector damaged at explant. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient had experienced sweating/diaphoresis, underdose symptoms, and had went through withdrawal approximately eight months prior to the date of this report. A previous dye study was done and the dye was noted to collect in the pocket around the pump. This was reported as a catheter issue and location to be the pump connector. As a result the patient underwent a catheter revision and pump replacement on (B)(6) 2014. During the revision the physician noted that the catheter was leaking at the point of the sutureless connector. The connector and a portion of the (B)(4) catheter (approximately 4 centimeters) extending from the sutureless connector were trimmed. The pump was been filled previously with normal saline. The issue was reported as resolved and the patient's status at the time of the event was reported as alive-no injury. The new pump was filled with prialt; 25 mcg/ml and started at a dose of 1.25 mcg/day.

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported when the catheter tip snapped off /cracked it caused the morphine to be pumped into the fat pocket and the patient experienced overdose and then underdose.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.